Manufacturer narrative:
(B)(4). The reported issue was unable to be confirmed. A cause for the reported issue was undetermined. A service history review (shr) revealed that no issues were identified that may have contributed to the issue of possible incorrect number of cycles. Baxter has conducted a trend review and found that similar reports have been received for the reported problem.

Manufacturer narrative:
(B)(4). The hc device was not returned to baxter, therefore no evaluation could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding the number of cycles for therapy on the homechoice (hc) machine. The technical service representative (tsr) advised the home patient (hp) that therapy seemed to be incorrect. The tsr then assisted the hp in ending the therapy on the hc and advised to contact the nurse regarding correct settings for therapy. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the nurse regarding the reported issue, it was revealed that hp is prescribed 5 cycles on his hc machine. The nurse had not heard anything about the hp having cycle issues. No further information available. During further follow up with the hp regarding the therapy, the hp revealed that he did not know why his machine had 92 cycles, but that he brought his procard into the clinic and he was given a new one. The hp said that he has been continuing therapy with no problems. No further information available.